Event description:
The capacitor on a defibrillator would not charge when needed in an emergency situation for use on an elderly pt located in facility's imaging dept for x-rays. The capacitor had been tested two days prior to failure to charge and was found to be operable at that time. The capacitor made popping noise and would not charge on 1/3/93. The pt subsequently expired, but the death was not attributed to the capacitor failure. The pt was a 94-yr-old male.